Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported on intermittent occasions that the customer was experiencing difficulty charging the pump with the usb cable and wall adapter. Reportedly, the usb cable port fell out of the plug, and the pump felt warm to the touch. Customer used an alternate usb cable and the pump charged successfully. There was no adverse impact to customer¿s blood glucose.